Event description:
During routine annual maintenance, a note was found on the pump stating "stopped working while on patient." No additional information was available. However no injury was reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The service representative reported the following: complete pm with full calibration, functional testing and safety check to factory specifications. Replaced safety disk (d202-00-014). Found not on pump that stated that the pumps display went off while on a patient. Found monitor display cable to be intermittent when wiggled. Removed cable and reinstalled it an problem went away. Found pumps date and time to be incorrect. The year keeps advancing. The year displayed on this pump was 2029. Replace executive processor board (d670-00-0770e) to fix clock issue. The replacement parts are being returned to the manufacturing facility in mahwah, nj for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).